Manufacturer narrative:
Additional contact person name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported by customer that during intra-aortic balloon (iab) therapy, it was difficult to insert and would not inflate when he did get it in. Also, received error message "fiber optic failure". Tried another pump, same error. Inserted a new iab catheter and then the pump worked right away. No harm reported.

Manufacturer narrative:
Updated fields: b4, d4 (lot #, exp. Date, unique identifier (UDI) #), d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e1 (initial reporter), e3, h6 (medical device ¿ problem code) due to character limitation in block e1: event site name: (B)(6). Additional contact info: (B)(6), dr. (B)(6). The product was returned with the membrane completely unfolded and blood found on the exterior. Two kinks were observed on the catheter tubing approximately 75.7cm and 68.8cm from the iab tip. The one-way valve was also returned. The optical fiber was found to be broken within approximately 28.7cm from the iab tip. Additionally, one inner lumen kink was observed approximately 26.4cm from the iab tip. The reported failures were confirmed by theevaluation. We are unable to determine when this may have occurred. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.